Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot number. Additional information was requested. (B)(4).

Event description:
An optician reported that during an intraocular lens (iol) implant procedure, the posterior capsular wall broke when lens was inserted into the eye. The lens was removed and the patient was left aphakic. Additional information was requested.